Event description:
Device was used during a laparoscopic cholecystectomy procedure involving one pt. Reportedly, the sleeve was damaged during use. A second device was used to complete the procedure. The hosp has reported no pt injury.